Manufacturer narrative:
Case type=ngp. On (B)(6) 2023 customer called in with the following concern: customer reports loss of communication between pump and transmitter. Damage on the battery cap. P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was programmed with test transmitter link (guide link). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. Pump was connected to a test meter, accu-check guide link, and was able to connect. No transmitter anomalies were noted. Pump pair device feature connection is working properly. Unit received with cracked case (battery tube), cracked battery tube threads and faded serial number label. Unit was received with no original battery cap to confirm complain code. In conclusion, customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. Unable to confirm damage battery cap due to unit was received with no original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between pump and transmitter. It was reported that the transmitter did not receive the bg value sent by the pump for calibration. Customer also stated that battery cap was cracked. No harm requiring medical intervention was reported. Troubleshooting was performed and advised customer to replace the pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.